Event description:
Hamilton medical ag received the following description: "no delivery of gases during high flow o2 therapy. Measured gas delivery displayed on screen reads between 0.0 lpm and 0.3lpm. Device does not alarm or indicate that there is issue with gas delivery." No heath consequence or impact. Currently, the event is under investigation to verify the reported allegations

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.